Event description:
The distributor reported on behalf of their customer that the 139107, ultraclean 6 in. Blade 50/case was being used during a neck lift procedure on (B)(6) 2023 when it was reported ¿the bovie tip was defective. There was a missing hole where insulation should have been and this part is what burned the patient. Patient needed to see a plastic surgeon to have the wound corrected.¿. Further assessment questioning found that the patient was confirmed to have a 3rd degree burn and required burn excision and flap advancement repair. The procedure was completed with a 5-minute delay and the current status of the patient was reported as ¿stable, healing well.¿. This report is being raised on the reported injury due patient obtaining a 3rd degree burn.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Never allow the associated accessories connected to these devices to be in contact with skin of the patient or operator except during intended activations. Inspect and test each device before each use. These devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully and securely seated in the handpiece before use. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The distributor reported on behalf of their customer that the (B)(6), ultraclean 6 in. Blade 50/case was being used during a neck lift procedure on (B)(6) 2023 when it was reported ¿the bovie tip was defective. There was a missing hole where insulation should have been and this part is what burned the patient. Patient needed to see a plastic surgeon to have the wound corrected.¿. Further assessment questioning found that the patient was confirmed to have a 3rd degree burn and required burn excision and flap advancement repair. The procedure was completed with a 5-minute delay and the current status of the patient was reported as ¿stable, healing well.¿. This report is being raised on the reported injury due patient obtaining a 3rd degree burn.